Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/27/2020. H3 device evaluation summary: it was received for analysis an empty opened overwrap, an empty opened foil and two sutures pieces of product code 813t, lot am1380. During the visual inspection of the samples, the sutures pieces present damage on the surface and the extremes were cut that appears to be by the use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the condition of the sample, the assignable cause of the performance breakage suture suggest an improper handling.

Manufacturer narrative:
(B)(4). The following additional information was requested and obtained: 1. Demographic data of the patient (initials beginning with last name, age, gender) - (B)(6), female. 2. What action did the surgeon take to correct / correct the problem presented with the medical device? -used suture crómica of atramat. 3. Section / tissue / anotomy where the problem with the device was presented. -uterus. 4. Was there any damage / consequences in the patient due to the problem presented with the device? (No; yes and describe in detail) -no. 5. Does the surgeon consider that the total surgical procedure lasted beyond what was expected due to the problem with the medical device? (No; yes and how long) -no. 6. If the previous answer was yes: did the anesthesia dose have to be increased / modified? (Na, no, yes) -na. 7. If the previous answer was yes: did the increase / modification cause harm / consequence in the patient? (Na, no; yes and clinical evaluation of the damage) -na. 8. What is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery from surgery, continues to be hospitalized due to¿ etc.) -she´s normal, without consequences due to the change of the suture. 9. Initials of the surgeon operating the medical device (starting with last name) -jgj. 10. Is the product going to be able to be recovered for analysis? (No and reason; yes and return status) -yes, I´ll send the 5 sutures for the revision. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related suture breakage device issues captured in reports: 2210968-2019-90665, 2210968-2019-90669, 2210968-2019-90668, 2210968-2019-90667, 2210968-2019-90666.

Event description:
It was reported a patient underwent a gynecological procedure on (B)(6) 2019 and a suture was used. The suture broke during knotting. No reported patient consequences..